Event description:
During surgery on (B)(6) 2013, it was found that the high impedance was due to a pin insertion issue. Diagnostics were run four times after re-insertion and found to be good. No additional information has been provided.

Manufacturer narrative:
Additional information received indicates the incorrect device was inadvertantly listed on the initial MDR.

Event description:
On (B)(6) 2013, the physician reported that the patient's device was showing high impedance (>10,000 ohms). X-rays were sent to the manufacturer for review. The electrodes appear to be in proper alignment and a strain relive bend was observed. Due to the angle of the image, it could not be confirmed if a strain relief loop was present per labeling and if tie-downs were placed appropriately. The feedthru wires appear to be intact and there appears to be lead behind the generator, which could not be assessed. The integrity of the lead at the connector pin could not be assessed due to the contrast of the image. The lead pin does not appear to be fully inserted into the connector block of the generator; however, this could not be confirmed by the images alone. There were a large portion of lead not visible on the x-ray images provided; therefore these sections could not be assessed. As the patient's generator was replaced on april 8, 2013, it is possible that the high impedance is due to a lead pin insertion issue. The patient is scheduled for surgery; however, surgery has not occurred to date. No additional information has been provided.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, lead pin does not appear to be fully inserted past the connector block of the generator.